Event description:
Pt with known third degree av block with previous placement of pacemaker on 11/3/90 at hosp. She has been followed in pacemaker clinic and was noted to have evidence of pacemaker malfunction on telephonic monitoring. She was brought to the hosp and her device was interrogated which showed a low impedance of the ventricular lead. Additionally, the pulse generator was noted to reach end-of-life. She was taken to the or at hosp where her pocket was opened and the pacemaker removed. The existing ventricular lead was noted to be this device. The r-wave as noted through an external analyzer was noted to vary from 2.2 to 34.6. The impedance was noted at 200 ohms. A new ventricular lead and a new pulse generator were placed. The existing atrial lead was noted to be adequate. The final impression was one that the pace generator reached end-of-life earlier than anticipated secondary to low impedance of the ventricular lead. The ventricular lead is notable for a probable insulation fracture with low impedance in a lead with a known history of high failure.